Event description:
It was reported that the patient had a loss of therapeutic effect since last month. The patient had a loss of bladder control, their bladder would not empty, and they were catheterizing or had the option to go back to the bag. The patient did not use the antenna with their patient programmer and was not being able to adjust stimulation. The patient¿s device was powered off and the implantable neurostimulator (ins) icon was empty. The patient was on program 4 at 4.40 and decreased to 2.0 and tried turning the ins back on. The patient eventually decreased to 2.20 and first said they were at 1.0. The patient tried to turn the ins on and the ins icon was still blank. The patient tried again and it was still blank and the patient had never replaced the programmer batteries. The patient would purchase a new set of batteries and call back. The ins was implanted in (B)(6) of 2014. The implanter told the patient to call the manufacturer. The patient called back after trying new batteries in the programmer, but the ins icon was still blank. It was verified that the patient was using alkaline batteries with the correct polarity. The patient was pressing the on key and programmer placement was verified. The patient tried syncing first and then pressing the on key, but the patient was still at 2.2 and it was still blank. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).